Event description:
At 11:00 am on (B)(6) 2014: the catheter was reportedly placed onto the patient, who had situs inversus, for the purpose of hemodialysis. It was reported that the placement procedure approached from the left internal jugular vein (a procedure simulating to approaching the right internal jugular vein in normal anatomy). At 1:00 pm on the same day: it was reported that after the placement in the fluoroscopy room, the patient was transferred to a bed in the same room. The healthcare facility reported that immediately after changing in body position, the patient condition was said to have changed suddenly, and he expired. After confirming death, imaging was performed on the dead body. Approx 300 cc of air was reportedly detected in the right ventricle.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device is being retained by the reporting facility. A lot history review (lhr) of reye0709 showed no other similar product complaint(s) from these lot numbers.